Event description:
It was reported that a patient experienced a pairing failure from a newly applied sensor, which was resolved after the patient rescanned the sensor, indicating an intermittent communication issue associated with the device¿s antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.